Event description:
It was reported that, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.